Manufacturer narrative:
The cueva electrodes were not used during the operation due to the applicator wand malfunction. Repeated attempts have been made to determine if the surgery/procedure was still successful despite the applicator wand malfunction, and the current condition of the pt, but the customer is unresponsive. Ad-tech has no info that suggests the pt suffered a death or serious injury from the malfunction of the applicator wand. It was reported by the neuromonitorist that if the wand would have worked, the surgeon would have been able to work around the nerve faster. The applicator wand malfunction resulted in a delay or prolonging of the surgical procedure. Ad-tech has received an add¿l professional medical opinion regarding this malfunction. It was reported to ad-tech that the only way this malfunction would pose a threat to the pt is if the surgeon were using the applicator to place the electrode at the time the handle fell apart. Nothing would ¿spring¿ into the pt, it might just cause the surgeon to move his hand in a suboptimal way. If the applicator fell apart when not in use to position the electrode it would pose no risk. Based on ad-tech¿s clinical knowledge of this device, the surgeon would place the electrode onto the applicator wand prior to contact with the pt. It would be known at that time if the applicator wand malfunctioned. Eval summary: (B)(4) 2012. (B)(4). The complaint investigation team investigated to determine potential recurrence of this event based on internal processes. The following was determined: the applicator wand had been assembled, tested, and inspected by the same employee for approx. 15 years with no similar returns or complaints. The only report of malfunction occurred after the training of a new employee in this assembly process. The design of wand does not allow for the dislodgement spring (the spring would stay contained in the wand). The returned product confirmed the spring was within the wand. At the time of the team¿s investigation a controlled work instruction did not exist. Hand written work instructions were in the design history file and these were still in use by the one employee that has assembled these for 15 years. This was immediately corrected and the work instructions have been formally released into the system. Malfunction of this wand poses no substantial risk to the pt other than a potential extension in procedure time. There has been no report of injury to the pt. There have been no add¿l similar complaints to date.

Event description:
The spring came off the applicator wand. Due to this, the doctor did not want to try the other wand, and therefore unable to monitor cranial nerve vii, and this put the nerve at risk. If the wand would have worked the surgeon could have used the electrode and would have been able to work around the nerve faster. It was reported that it would have been better if they could have utilized this monitoring for the procedure. Because of the malfunction the pt was not given the best monitoring regimen.